Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the extension set broke just below smartsite during patient use. There was no harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Age: elderly additional patient information: docile, not sedated.

Event description:
It was reported that the extension set broke just below smartsite during patient use. The patient had been admitted from the emergency department to the ICU, and the staff does not believe the patient would have been able to hit the product onto the bedrail and break the set. There was a significant amount of blood loss from the IV site.